Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. Two (2) additional components from reported lot were returned from distributor's office for eval. Eval determined that tight condition of implant in the inserter was due to an oversized diameter of the anchor. Condition was initially deviated and not thought to be an issue. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 19, 2008.

Event description:
It was reported that pt underwent bankart repair procedure in 2007. During procedure, on two (2) different attempts, once the anchor was inserted, the handle would not release from the anchor. Procedure was completed with two (2) different anchors from this lot and an additional 3.5mm anchor.